Manufacturer narrative:
1038671-2024-01381.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2021, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 1 year, 5 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.